Manufacturer narrative:
. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a light problem. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light-guide bundle of the video cable section was broken and the fiber bonding in the outer tube area was damaged. Based on the results of the investigation, it's likely the event (dim light) occurred due to the broken light guide bundle of the video cable section. Additionally, it's likely the damaged fiber bonding in the outer tube area occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional details regarding the light problem. The customer confirmed the light was too dim.